Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod longer than 48 hours. It was also reported by the patient that the pod was leaking insulin. As treatment, the patient successfully activated anew pod.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown.